Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection of the fiber did not identify the black spots initially reported; therefore, the initial allegation was not confirmed. The visual inspection concluded that the fiber was received in one piece, there were no defects on fiber body. During the microscopic inspection, was found the fiber tip degraded, please note that fibers are consumable devices and are expected to degrade with use. The microscopic analysis it was observed no light exiting the connector face, indicating an internal connector fracture. In addition, the inspection confirmed the aiming beam was weak. The identified connector component fracture likely occurred due to procedural handling of the fiber during setup or use. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The interaction of the console with the connector likely led to the connector component fracture and subsequent overheating which resulted in the observed burn marks. It was concluded that the initial reported allegation of black spot was not confirmed. The connector fracture is unrelated to the initial black spot allegation. However, based on the finding, the connector fracture was probable caused by the interaction with the console. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a ureteroscopy lithotripsy procedure, it was identified that the reusable fiber, that has been applied 3 times, presented black spots. The procedure was completed with another fiber without patient complications. Analysis of the returned fiber identified a connector fractured; based on these findings this event became reportable.